Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to fluid loss. There were no patient complications.

Manufacturer narrative:
Additional information received that the reason for the revision was fluid loss. There were no patient complications.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to unspecified reasons. A patient outcome was not reported.